Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench. The customer advised physio that the device powered itself on. As a result the device battery may become depleted and defibrillation therapy may not be able to be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and could not verify the reported issue of the device powering itself on. Physio observed that the device would not power on when prompted. Physio determined the cause of the reported issue was due to the on/off lid latch being damaged by repositioning off its mounting shaft causing the on/off lid latch to become elevated. This prevented the on/off switch from being activated causing the device to not power on. Physio repositioned the lid latch onto it's shaft and was able to power on the device and charge and shock.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench. The customer advised physio that the device powered itself on. As a result the device battery may become depleted and defibrillation therapy may not be able to be delivered, if it were necessary. There was no patient use associated with the reported event.